Manufacturer narrative:
Other text: additional information is provided in h3, h6, and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A sample was received for evaluation. Visual inspection and functional test(s) were performed. There was contamination of fluid. Event history log showed: cassette partially unlatched. Functional test was done: a cassette was attached into a pump. The customer's reported problem was verified. Upon further inspection of the pump and found it had contaminated of fluid ingression. The "pump gives constant cassette recognition alarm" issue possibly caused by fluid ingression. The root cause could not be determined. Action(s) taken to mitigate the reported issue(s): replaced latch/lock optic flex sensor.

Event description:
Information was received that the cadd solis vip pump had constant cassette recognition alarm. No reported adverse effects.